Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-01661. The patient is implanted two model 3186 leads and the manufacturer is unable to determine which lead is liable thus all leads are reported. It was reported the patient underwent surgical intervention on (B)(6) 2018 where one of the model 3186 leads was disconnected from the ipg and 2 new peripheral leads and an extension were implanted to provide additional pain area coverage. Postoperatively, the patient was receiving effective stimulation.